Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2020, the patient started noticing that the ins would only charge to about half full and it had depleted by 25% overnight, when before they were charging every 4 days. The patient confirmed that they hadn't changed any of their settings. They also reported they could feel the stimulation turning on/off. The stimulation would turn off when they were up and walking, and did not occur with any specific position. The patient would check their programmer when they would feel stimulation turning off, but they couldn't recall if it showed that stimulation was on or off. They did see a warning symbol, but they couldn't remember what the symbol was. Patient services had the patient check the recharger, which showed that the ins was charging normally and was working on the last quartile of charge. The programmer initially displayed the poor communication screen, which was resolved on the call after repositioning the antenna. The patient was redirected to see their doctor to discuss their therapy concerns. They mentioned they had an appointment scheduled for some time in june, but wanted to find a physician closer to them and that could see them sooner. No further complications were reported or anticipated.